Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not need to be reported. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not need to be reported. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foriegn source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that guide wire bent during procedure while bringing in the nail with the instrumentation. Attempts were made to gain information, however no additional information was made available.